Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they received insulin flow blocked alarm. No harm requiring medical intervention was reported. Customer stated that the insulin was blocked and they changed the reservoir and started working up again. The device will not be returned for analysis.